Event description:
During a coronary stenting procedure, the product did not cross the target lesion. The physician used a 2.5 x 20 balloon to pre-dilate the lesion, but was unsuccessful in crossing the vessel. When withdrawing the stent into the guiding catheter, it became caught on the guiding catheter. However, the entire system was successfully pulled into the guiding catheter and withdrawn from the pt. Upon inspection of the removed system, it was observed that the stent struts were uplifted. The lesion was dilated again and a another cypher stent was successfully deployed. There was no reported pt injury. The product was returned for testing and evaluation but the engineering report has not been completed. A photograph of the product indicates that the proximal stent strus were uplifted. Additional information received will be submitted within 30 days upon receipt.